Event description:
Information was received from a patient reporting that a patient has not had their device reprogrammed since implant and is experiencing too strong of a stimulation in their legs and is not covering a part of their pain which is in their back. The patient was redirected to schedule an appointment with a manufacturing representative. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.